Event description:
It was reported that the patient's pump screen was less responsive. There was no adverse impact to the customer¿s blood glucose level. The patient declined follow-up from customer technical support and is in the process of obtaining a new tandem device, as the warranty had expired.